Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible occasional ventricular undersensing was noted on stored electrograms (egm). Some episodes marked as terminated while possibly still in progress. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.